Event description:
Md notes: this patient "beginning 2 days ago, noted an uncomfortable sensation over the left axillary region in the region of her pacemaker which indicates is irritating the nerves. Every 30 seconds or so, she will feel a tingling sensation in the left axillary region that somehow she believes triggers muscle jerk in the left arm. She did have this muscle jerking apparent during her interview and examination. Every 20 to 30 seconds, in a somewhat irregular fashion, there was a very small excursion of the left arm, usually involving the left forearm, either in extension or flexion, but there was no repetitive movement, no clonic movement, no tonic movement. She indicated that each time this occurred, it was very painful, originating in the left axillary region." Cardiology consult 3 days later:...."the patient as had analysis of the device by the company representative and no abnormalities can be detected and even with high output pacing her symptoms are not reproduced.".... "Despite the presence of normal pacing we have seen incidents where small insulation breaks have resulted in premature battery depletions and symptoms of muscle twitching in the past. I have observed some of the muscle twitches which exist and they appear to be genuine, although may have increased in frequency as we talked about her condition." The patient was taken to the or 2 days after consult for removal and replacement of the pacer and leads on the contralateral side. Operative note: the existing implanting incisional scar in the left chest wall was elliptically excised and the incision carried down to enter the pacer pocket. There were no signs of indolent infection as a cause for the patient's chest wall pain. The device was delivered into the wound. Examination of the connections of the leads to the header of the device showed them to be stable and adequately positioned. The device was disconnected from the leads. It was examined and appeared to be entirely normal. It was sent to risk management for return to the company and analysis. The patient had an adequate intrinsic rhythm and rate. The existing leads were mobilized from slight adhesions within the fibrous capsule of the pocket and the posterior fibrous capsule was excised.hemostasis was achieved using electrocautery. The leads were dissected down to their insertion sites with care taken to avoid any possible injury to the lead in the process of mobilization. Stylet was passed down each lead in turn. The active fixation devices were withdrawn. Using constant gentle traction under fluoroscopic guidance, each lead was removed in its entirety without difficulty and minimal effort was required. The leads were inspected meticulously. On the atrial lead, there appeared to be an insulation break and we used a permanent felt marker on the sterilefield to mark proximal and distal to the area of concern. It was shown to the local representative. These leads were also sent to risk management for return to the company and analysis. Hemostasis was adequate in this wound. It was closed in multiple layers of suture and a sterile dressing subsequently later applied."